Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up experiencing palpitations. Upon review, it was noted that the implantable cardioverter defibrillator exhibited far field r-wave oversensing. The patient did not receive tachy therapy however inappropriate auto mode switch episodes were observed. Programming changes were performed. No further information was provided.